Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the wall adapter was not charging the pump battery. Another wall adapter was used to successfully charge the battery. Customer's blood glucose was 132 mg/dl.